Manufacturer narrative:
Insulin pump passed displacement test. Unit was received with intermittent button response due to corroded keypad traces. Unit was received with missing keypad overlay and missing display window cover.

Event description:
It was reported that the insulin pump had crack on keypad. The customer blood glucose level was 7.9 mmol/l. Customer was assisted with troubleshooting. Customer states the insulin pump not bumped or dropped. The device will be returned for analysis.